Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and it was found that the cpc connector was out of alignment. Also, the motor fitting was loose and out of alignment.

Event description:
It was reported that during a device demonstration, the device did not switch on and the foot pedal did not activate.